Event description:
It was reported that during a procedure of the right coronary artery with vessel diameter 2.5 mm, lesion length 15 mm, mild tortuosity, mild calcification, 90% stenosis, eccentric, de novo lesion, a non-abbott guide wire crossed the lesion and pre-dilatation was performed with the voyager rx 2.5 x 15mm. During the first inflation, the balloon ruptured at 12 atmosphere (atm). Another voyager rx 2.5 x 15mm was used to complete the procedure. There was no reported patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.